Event description:
It was reported the patient was hospitalized for a week due to the infection.

Event description:
It was further reported that the patient continued to have issues, but sought help as needed.

Event description:
It was reported that the patient had a urinary tract infection (uti). The patient had been placed on approximately five rounds of antibiotics but the uti was still present. The patient experienced a burning sensation when urinating since her neurostimulator was replaced in (B)(6) 2011. The patient was scheduled to meet with her physician. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3889-28 lot# v132957 implanted (B)(6) 2008 explanted unk; programmer model 3037 serial# (B)(4).

Event description:
Additional information showed the patient believed she was a retaining urine. It was stated that "almost every month" the patient's device battery was replaced in (B)(6) 2011 "she has had a urinary tract infection, and she has one now."

Event description:
Additional information received reported there was no urinary tract infection.